Event description:
A malfunction with a code "malf 0" was reported, with no notable events occurring beforehand. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for the replacement of the faulty pump, confirmed that it was within warranty, and provided instructions for returning it with a pre-paid label. The customer was advised to use multiple daily injections as a backup insulin therapy and acknowledged understanding of the process to return the pump and put it into storage mode.